Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the cardiac resynchronization therapy defibrillator (crt-d) was explanted and replaced.

Manufacturer narrative:
Concomitant medical products: 419688, lead, implanted: (B)(6) 2014. Dtba1d4, crt-d, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited elevated thresholds and the output was maxed out for all possible lv pacing vectors. Additional information reported the cardiac resynchronization therapy defibrillator (crt-d) battery is draining faster than expected. The lead and device remain in use. No patient complications have been reported as a result of this event.